Event description:
Boston scientific received information that the patient presented to the physician's office with pectoral stimulation. Upon interrogation it was noted that the lead safety switch had tripped for the right ventricular (rv) lead due to low impedance measurements. Rv loss of capture with pacing inhibition resulting in greater than two seconds of asystole was also observed. An insulation issue was suspected. A lead revision procedure was scheduled. During the revision procedure the physician opted to replace the device in order to mitigate the need for an additional procedure in the near future. When the physician attempted to attach the chronic rv lead to the new pacemaker, the same low impedance measurements were seen. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.